Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular filter delivery system was returned for evaluation. The delivery catheter exhibited a kink approximately 29.2cm from the proximal end of the handle. It is unknown how or when the kink occurred as it was not reported by the user. The tuohy-borst was returned loose. The distal tip of the introducer sheath was returned buckled. It is unknown how or when the sheath tip became buckled as it was not reported by the user. The filter was returned outside of the storage tube. Two sets of legs were crossed. No skiving was found inside the storage tube. No additional anomalies were noted. Functional/performance evaluation: the filter legs were uncrossed. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is inconclusive for failure to advance from the storage tube as the filter was returned deployed. Potential root causes and contributing factors were identified. Corrective and preventative actions have been identified and effectivity of these corrective and preventative actions is being monitored. Labeling review: the current denali filter IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced out of the storage tube into the deployment sheath; therefore, the filter and deployment system were exchanged for a new vena cava filter system that was prepped and deployed successfully. There was no reported patient injury.